Event description:
Patient presented to the physician with ongoing pain at the neck incision site and tongue weakness. Imaging was obtained and revealed that a portion of the stimulation lead had migrated through the submandibular gland. Physician suspected that scar tissue may have caused the lead to migrate into the gland. Physician brought the patient into the operating room, dissected and removed scar tissue from the stimulation lead, repositioned the lead, placed the stimulation cuff back on the hypoglossal nerve, and closed.